Event description:
Pt was originally treated for a femoral supracondylar fracture on an unk date. Pt healed and underwent a planned removal of hardware. During removal of the plate, the surgeon was unable to remove two of the screws since the screw heads were damaged and the tip of the screwdriver was deformed. Two conical extraction screw devices were used to try and remove the screws. The tip of the conical extraction screws broke and remained in the head of the screw. Other instruments were used to attempt removal of the screw without success. The surgeon decided to close the wound, leaving the broken tip of the conical extraction screw in the screw head.

Manufacturer narrative:
Investigation coordinated by synthes gmbh. The investigation report indicates that the device may have been mechanically overloaded during attempted removal of the screws. Exceeding applied mechanical force, well beyond its calculated design may have caused breakage of the tip. The mfg records were reviewed and no complaint related issues were found.